Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 10-jul-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via healthcare provider (hcp) who was receiving baclofen (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient's pump and catheter were removed due to an infection. The patient stated that they had a cat scan that showed inflammation then had an MRI which showed infection around the catheter and on the pump. The patient was in the hospital on antibiotics for 4 weeks. The patient stated that it occurred in 2020 or 2021. The patient stated that the surgeon does not want to put another pump in.